Manufacturer narrative:
Synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Proximal struts were lifted and bent back in distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21apr2020. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 3.00 x 32 mm synergy ous stent was advanced but failed to cross the lesion due to severe calcification in the vessel. No patient complications were reported. However, returned device analysis revealed stent damage.